Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels of 32mg/dl . The customer states sensor died and before it died customer blood glucose was 424mg/dl. The customer states was sleeping and customer husband did not check blood glucose but it was 32mg/dl. The customer states went to diabetes educator and was informed to contact medtronic. The insulin pump is not being replaced and or expected to return for analysis.